Manufacturer narrative:
This medwatch report is for the suspect device use in inform system 1. Reference medwatch report with a1 pt for the suspect device used in inform system 2.

Event description:
The pocc reported obtaining back-to-back blood glucose results of 121 mg/dl on inform system 1 and 324 mg/dl on inform system 2. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.